Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 31-oct-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 10-oct-2024. [Additional information]: on 10-oct-2024, additional information was received. Per the sales representative, the procedure was delayed by an hour. The physician did not consider the one hour delay to be clinically significant. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint shows a stent component already detached inside the luer hub of the microcatheter. No other details nor damages can be observed as the complete device was not shown in the photo. A review of manufacturing documentation associated with this lot (31328297) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The issue reported regarding the microcatheter being occluded cannot be evaluated through a photo, a functional analysis must be performed to determine a root cause. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 8997137) was impeded at the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31328297) and could not be advanced further. The physician removed the stent and the microcatheter from the patient¿s anatomy and replaced both the stent and microcatheter to complete the procedure. There was no report of any negative patient impact. One photo was included in the complaint file. The photo will be reviewed by the product analysis team. On 24-sep-2024, additional information was received. Per the information, the procedure was targeting a left posterior communicating artery aneurysm. An adequate flush was maintained through the microcatheter. When the stent was removed, it was no longer on the delivery wire. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was noted. The concomitant stent was found detached in the luer hub of the device and it was removed. A lab sample guidewire was able to pass through the entire length of the microcatheter without significant resistance. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The reported issue documented in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31328297) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.